Event description:
It has been reported to philips that the allura emergency stop button was accidently hit and the system will not reboot. The device was outside of clinical use. No harm to the patient or user was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that the emergency stop and unable to start the system. Upon troubleshooting, fse found that the system did not boot after emergency stop was pressed. Fse resetted the breaker and rebooted the system. After that, the system was returned to use in good working order.